Event description:
Customer reported visualizing smoke. The nurse plugged in the pump and started an infusion of blood. As she was getting ready to leave the room after programming the pump, the nurse and the patient noticed that there was smoke coming out of the channel door. The nurse removed the blood and saline bags from the channel and moved the device to the hallway. Another nurse extinguished the smoke with a fire extinguisher. There was no patient harm. Event occurred at (B)(6) hospital. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The reported issue that the device had smoke emitting from the channel door was not confirmed or duplicated. The on-site failure investigation did confirm the infusion system had experienced a thermal event with the iui connectors. The source iui connector for the thermal event was identified to be the left iui connector on the pcu. The heat dissipation from the iui connector damaged the rear case of the pcu creating a burn hole in the case above the iui at the thermal event. The left iui connector was found to be missing its gasket and as a result allowed unknown fluid contaminates to wick into the connector above pins 13 and 14 of the connector creating a conductive bridge short across the pins. The right iui connector on the associated pump module was collaterally damaged as a result of its connection to the source iui connector during the thermal event. The pcu device error log indicated the pcu device was experiencing issues with the +8v supply being low on (B)(6) 2012 around the time of 06:00pm. The pcu also had a malfunction event, on the same noted day and time, with a low backup battery voltage which is known to occur when there is a significant load on the +8v supply. The proximate cause for the thermal event is a missing gasket on the left iui connector of the pcu device that allowed fluid ingress into the connector creating a conductive bridge short across pins 13 and 14 of the connector. The root cause for the gasket missing on the left iui connector of the pcu device is unknown.